Manufacturer narrative:
Analysis not required, unable to perform insertion test due sensors being opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor's needle broke off. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.